Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-jul-2025, the user reported receiving an alert 38 (motor stall). The issue was resolved following a supply change, and the alert cleared. Blood glucose was not affected.